Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while fixing the plate with screws the cranial piece of the plate broke. Patient symptoms or complications as a result of this event are unknown.